Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded an alert for high out of range shock impedances measuring 125 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and monitoring was recommended. No adverse patient effects were reported. This system remains in service.